Event description:
The technician alleged, the trendelenburg did not engage. No pt impact.

Manufacturer narrative:
The technician replaced the trendelenburg cylinder and adjusted the trendelenburg cable linkage to resolve the issue.